Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2015; 3387s-40, lead, implanted: (B)(6) 2016; 37603 dbs ipg, 3708660, extension, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial tachycardia / atrial fibrillation (at/af) episode appeared as noise/oversensing on an electronic transmission on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.